Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, one opening extended on the anterior, yellow particles on the shell, crease fold and wear abrasion. A microscopic analysis was performed which identified: one striated opening on the posterior. Based on the device analysis the final assessment is: - one striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional reported an exchange from textured to smooth implant. Patient detailed incidents in summer and led to MRI, and us performed "about" one week prior. Patient sough medical attention again in october and had us performed for suspected infection and had MRI performed. Patient stated seroma had developed and aspiration was to occur however at the time of aspiration there was minimal fluid accumulation. Patient stated the doctor noted that at time of explant anatomy appeared normal with no signs of infection visually or to palpability. Biopsy and culture of capsule performed after prosthesis removal and found a type of propionate bacteria. Patient stated that after consulting with the doctor their conclusion was that the infection and seroma were two separate issues. Patient noted she had been battling a fever post op but had consulted with the doctor and infection specialist internist md and determined that patient's proclivity for body building could account for the increase in body temperature. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported left side swelling, tenderness, redness, seroma and infection. Symptoms presented approximately 6.5 years following implant. Treatment with antibiotics was given. The device remains implanted.